Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department for a report of does not recognize cassette. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The piezo is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.